Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a high blood glucose of over 400 mg/dl. No symptoms were reported at the time of the incident. The customer was treated for high blood glucose via insulin pump. The customer stated they had a replacement insulin pump. Troubleshooting for the high blood glucose was provided. The customer was advised to monitor the insulin pump. The insulin pump will not return for analysis. The auto mode feature was on at the time of the incident.